Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. System operates as intended.

Event description:
The customer reported the system intermittently locks up and reboots on its own. No patient injury was reported.